Event description:
It was reported that during the implant procedure, after the atrial <(>&<)> ventricular pacemaker leads were inserted at the optimal location, the physician tried to connect the device. Ventricular lead had been connected into the device head suitably, but the screw in the atrial port had not been tightened by a torque wrench with the ventricular lead despite several attempts. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, foreign material on set screw and a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).